Event description:
The customer reported to customer service that while using a rented hospital grade pump, she had an allergic reaction to the breast shields. She visited her doctor, who advised her that her rash was from the breast shields.

Manufacturer narrative:
In follow up with the customer, she indicated that she primarily pumps, using a symphony hospital grade pump, for he babies as they were born prematurely. She developed a rash exactly where the breast shields make contact with her skin. The rash was red ("raised little pin prick bumps") and itchy. She visited her doctor, who indicated that it was contact dermatitis and prescribed a steroid treatment. She uses the steroid treatment, though not the full dosage due to breast feeding, and the rash has resolved. In clinical follow up with the customer, the customer was advised to try a barrier-type cream on her breast where her skin meets the breast shield to help prevent a reoccurrence. The part of the breast shield that makes contact with the skin is comprised of thermal plastic elastomer and it is possible that the customer is allergic to this material and developed contact dermatitis as a result of contact with it. We will monitor complaint for similar issues.